Event description:
A greenfield filter was implanted on (B)(6) 2015. On an unknown date it was noted there was a perforation. The filter was noted to be tilted. No further patient complications were reported. It was further reported that on (B)(6) 2017 the patient had a CT of their abdomen. The imaging revealed that the abdominal vasculature demonstrates an ivc filter in place with the tip at the level of the renal veins. The ivc filter is tilted anteriorly with the apex abutting the anterior wall of the inferior vena cava. A posterior strut penetrates the posterior wall of the inferior vena cava and is embedded in the anterior aspect of the l3 vertebral body. This extends approximately 8 mm posterior to the posterior wall of the interior vena cava. No strut fracture is noted.

Manufacturer narrative:
Date of event: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on (B)(6) 2015. On an unknown date it was noted there was a perforation. The filter was noted to be tilted. No further patient complications were reported.